Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) meter was reading ¿high¿ and contact assisted the customer with delivering a bolus to address bg. Cause of elevated bg was not known. A partial pump system check was performed with tandem technical support; no device issues were identified. Contact declined to complete the system check and upon follow up, reported pump was functioning as intended.